Event description:
The customer called to report multiple motor error alarms. Troubleshooting was performed, and no damage to the drive support cap was noted. The customer stated that she did expose the insulin pump to an x-ray on (B)(6) 2013. The customer was in the hospital for reasons unrelated to diabetes. The displacement test was conducted, and the insulin pump alarmed motor error during the test. The insulin pump had given other alarms, as well. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test, and alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to confirm further alarms due to the motor error alarm.